Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open and draining wounds under the front electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove and return the lifevest. The patient confirmed that the irritation improved upon removing the lifevest.